Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message on the user control panel was confirmed during functional testing and archive review. The potential root cause maybe defective load cell or damage sustained due to mishandling. Upon visual inspection, front enclosure on the load plate cover was damaged. This observation is not related to the reported event. During archive data review, multiple ua 07 error messages were observed on the reported event date. Ua 17(motor on for too long during active operation) error message was also observed; however this is not related to reported complaint. The initial functional testing of the ap platform could not be performed due to ua 07 error message displayed upon powering on. A load characterization check was performed and identified a damage load cell. After replacing the front enclosure and load cell, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Note user advisory 17 is an indication that the platform did not reach its target depths within specification. Based on the analysis of the archive data retrieved from the platform, the issue is likely attributed to the stiffness of the patient's chest, a twisted lifeband, and/or the length of time the platform was used performing continuous compression. During a ua 17 error message, the platform is trying to achieve the 20% compression but did not have enough power to achieve this compression rate within 0.38 seconds. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has received the autopulse platform (sn (B)(4)) on 11 december 2019 however, the investigation is pending. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message upon power up. No patient involvement.